Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) reviewed the logs and found error 282 in arm 3. Tse advised the customer to manually release the instrument from the arm. But after getting it released off the sterile adapter; the wrist was bent and went through the cannula. The customer was able to straighten the wrist with another instrument and finally got it removed from the cannula. After inspecting the monopolar curved scissors (mcs) the wrist on it was broken. Tse reseated the sterile adapter and installed a new mcs, and it engaged and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter. It can be resolved by reseating the sterile adapter and installing a new mcs.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, intuitive surgical inc. (Isi) rep. Reported to technical service engineer (tse) that they had an instrument stuck on universal surgical manipulator (usm) 3. Tse reviewed the logs and found 282 error for usm 3. Tse talked the customer through manually releasing the instrument from the arm. But after getting it released off the sterile adapter the wrist was bent and would go through the cannula. The customer was able to straighten the wrist with another instrument and finally got it removed from the cannula. After inspecting the monopolar curved scissors (mcs) instrument the wrist on it was broken. Tse had the reseat the sterile adapter and install a new mcs and it engaged and is able to be used. The customer was continuing on with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist was bent and unable to straighten out to be removed from the patient, until it was forced straight. The wrist separated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm monopolar curved scissors instrument.